Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during surgery a 1.5mm drill bit broke during drilling using a 1.5mm module out of the variable angle modular hand set. There was unspecified amount of surgical delay. There was no patient harm reported. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1); unknown drill (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for complaint (B)(4).